Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * it was reported that "this could easily lead to adverse medical risks" did the patient experience any adverse outcome due to the event reported, or was only a risk present? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent a vaginal delivery procedure on (B)(6) 2024 and suture was used. After the delivery at 2:11 am, the doctor sutured the incision on the perineal side and sutured the skin tissue with the suture. During the suturing process, the problem of pulling off suture needle happened, and the broken end was the connection between the needle end and the suture. However, this needle had no pinhole and could be re sutured, resulting in the need to replace the new suture and continue suturing. This increased the patient's hospitalization costs and could easily lead to adverse medical risks. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 7/10/2024 the following information was requested, but unavailable: it was reported that "this could easily lead to adverse medical risks" did the patient experience any adverse outcome due to the event reported, or was only a risk present?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.